Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 451 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.